Event description:
It was reported that during an unknown procedure, two clips came out at the same time and then the jaw got stuck. It is unknown how the procedure was completed. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Damage anti-backup. The analysis results of the mcs20 found that it was received in good visual condition. In an attempt to replicate the event reported, the device was tested for functionality. Upon evaluation of the device, the clips could not fed into the jaws and the anti-backup feature was found to be non-functional. Possible causes for this condition may be attempting to squeeze the device handle when it has not fully returned or stopping the firing sequence and pulling the handle open. The batch record was reviewed and no anomalies were noted during the manufacturing process.